Event description:
Device 1 of 2: reference MFR. Report #: 1627487-2012-05512. The pt had two leads (from different lots). It was reported the pt was not receiving adequate coverage. Allegedly, the leads may have migrated. Both leads were explanted and replaced with a single lead. The doctor also elected to explant and replace the ipg. Stimulation and adequate coverage were regained post-op.

Manufacturer narrative:
Evaluation results: as received, continuity testing revealed open/high impedance on the lead. The lead revealed an intermittent open wire on channel 4. Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.